Event description:
Endotracheal tubes (ett) for infants were noted to be different lengths. Upon investigation, tubes were noted to be cut differently from the manufacturer. The blue hub of the ett can be noticed to have the plastic tube cut at different places on the tubing. Some tubes have the mark for the 10 right on the blue hub and others have them away from the blue hub. Some patients were noted to be suctioned deeper than others due to the inconsistency of the tube lengths.